Event description:
It was reported that the device was used during a colon procedure and that stapler would not deliver staples. Another device was used to complete the case. There was no consequence to the pt.